Manufacturer narrative:
Correction/additional information to on initial report.

Event description:
The customer reported that the syringe adapter broke from the upper fitment.

Manufacturer narrative:
Conclusion code field left blank; no available code for undetermined or unknown cause. The customer¿s report that the syringe tubing broke was confirmed. Visual inspection of the set observed that the mating piece of the vented spike component to the upper fitment component of the pump chamber assembly was broken off, and the broken off piece was still attached within the set's upper fitment component of the pump chamber assembly. Further visual inspection under magnification of the broken vented spike mating pieces observed stress markings on both surfaces which matched up between both surfaces when placed together. It was also observed that when both surfaces were matched up, there was space surrounding the expected bonded engagement between the vented spike and upper fitment components. Functional testing was not performed due to the obvious damage. The root cause was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿the tubing broke where it is inserted into the pump large volume controller." The customer reported that the syringe adapter separated from the upper fitment. There was no report of patient harm.